Manufacturer narrative:
H4: the device was manufactured from july 24, 2019 - july 25, 2019. H10: the actual device was received for evaluation. Upon receipt, visual inspection on the unit via the naked eye noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened non-baxter luer cap. The cap was hand tightened and a functional leak test was subsequently performed, and no signs of leak were observed. Based on the analysis finding, the folfusor device was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked at the luer lock. This was identified prior to use. There was no patient involvement. No additional information is available.